Event description:
Event description boston scientific received information that the patient with this pacemaker had experienced several syncopal episodes. The field staff contacted technical services for assistance in obtaining stored electrograms. Technical services advised them that this device does not have that feature, but walked them through a number of troubleshooting steps. All measurments were normal other than the thousands of pacemaker mediated tachycardia episodes and the device was functioning normally. It was noted that the patient was unsure of when their last check-up was.